Manufacturer narrative:
(B)(4). Manufacture date: dec 2008. Field service specialist (fss) visited account and found system had missing o-rings and the rollers were broken. He replaced o-rings and realigned the pack switches and tested repeatedly with multiple packs without any errors or problems. System met abbott medical optics specifications. Phaco specialist visited the account and reported that surgeon enlarged the incision in order to insert an anterior chamber lens. As a result of the incision enlargement sutures were required. Patient outcome is expected to recover without problems.

Manufacturer narrative:
Description of event and problem was provided as to clarification of details of reported event. Return of manufacturer date was added. (B)(4). Corrected the narrative to provide the amo field service specialist upgraded the software to the latest revision. The fss performed a field service checklist and vacuum calibrations were performed. The system was verified for all modes of operations.

Event description:
The clinic reported performing a vitrectomy during a cataract extraction procedure due to a capsule tear break. The surgeon enlarged the incision to insert an anterior chamber lens. As a result of the incision enlargement, sutures were required. The patient outcome is expected to recover without any problems. In addition, the clinic reported an error message 106-fluidics tank vacuum level error stating the waste tank full. Furthermore, clinic reported when the field service specialist (fss) visited the account, the customer reported unit failed to prime/tune cycle with 503-priming errors displayed.

Event description:
Account reported that system gave error message of waste tank full and that patient posterior capsule broke and a vitrectomy was performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The return to manufacturer was provided in follow up #2. The date provided is incorrect. No date is available due to the unit was not returned to the manufacturer. The unit was evaluated at site location. Date received by manufacturer was not provided in follow up#1 and follow up#2. The date for follow up#1 is 08/26/2013, the date for follow up#2 is 07/29/2014. The manufacturer report number should have been 3006695864.